Event description:
It was reported that the scale markings on the unspecified bd¿ 20ml syringe were misaligned. The following information was provided by the initial reporter: "all of the ones that we have seem to have the initial marking on the syringe higher up that it should be which would make the volumes that we draw up incorrect... I suspect that it shouldn¿t be normal but we couldn¿t find a syringe that didn¿t have the gap."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?yes d.9. Returned to manufacturer on: 26-may-2023 h.6. Investigation summary: two samples and photos received by our quality team for investigation. Upon visual evaluation, the zero graduation line position of one syringe is out of specification, therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident is associated with excess material in the tip before entering the marker. Sensor installation to detect the presence of material on the tip before marking will be implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the scale markings on the unspecified bd¿ 20ml syringe were misaligned. The following information was provided by the initial reporter: "all of the ones that we have seem to have the initial marking on the syringe higher up that it should be which would make the volumes that we draw up incorrect. I suspect that it shouldn¿t be normal but we couldn¿t find a syringe that didn¿t have the gap."